Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized. Treatment were unknown. At the time of this report, the patient had recovered from peritonitis. Pd therapy was discontinued. No additional information was available.